Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wnv0, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient fell off their bicycle onto their face a couple of weeks ago in (B)(6) 2015. The patient experienced a loss or change of therapy and a return of symptoms around (B)(6) 2015. The patient did not feel stimulation and the therapy was not on. The patient turned the therapy on and the no stimulation issue resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.